Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail release arm was stuck. The technician lubricated the side rail release arm to resolve the issue.